Manufacturer narrative:
A photograph of the damaged balloon post-procedure was provided by the reporter.  However, any damage was indiscernible due to the poor quality of the image.  Upon inflating and deflating the delivery system balloon, a pin hole leak was discovered on the proximal taper region of the balloon. No relevant dimensional analysis was able to be performed due to the location of the pinhole. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of complaint history from september 2018 through august 2019 revealed additional returned complaints for the ultra delivery system for the complaint code balloon leakage. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformances were identified during the evaluation of the similar complaints. A definitive root cause unable to be determined, however, available information suggests that patient factors (annular/calcification) may have contributed to the reported events. The complaint history review revealed that a product risk assessment (pra) was previously initiated per management discretion to investigate the ultra balloon burst/leakage issue and its associated risks. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the ultra delivery system and no deficiencies were identified. During the manufacturing process, the ultra delivery system is visually inspected and tested several times. During manufacturing, the balloon is 100% inspected. During final inspection, the ultra delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon leakage was confirmed based on the condition of the returned device. However, no manufacturing non-conformances were identified during this evaluation. Furthermore, a review of complaint history, lot history, DHR, manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the reported events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, the annulus area and leaflets were ¿strongly calcified, which can present a challenging anatomy for balloon inflation. Furthermore, the presence of calcification could interfere with the profile of the inflated balloon, creating areas of uneven pressure along different sections of the balloon and making the system more prone to leakage/burst. As such, it is possible that patient factors (annular calcification) may have contributed to the reported event.  Since no product non-conformance or IFU/training deficiencies were identified during evaluation, neither a pra escalation, nor corrective/preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction: device code changed from "1074" burst to "1250" leak, based on visual inspection. Additional information: field: lot # updated from "ni" to "61974519." The following fields were updated accordingly expiration date, device returned date, and manufacturing date. The delivery system was returned to edwards lifesciences for evaluation. Visual inspection of the device before decontamination revealed blood in the balloon. One pinhole was confirmed at the proximal taper.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported through an edwards lifesciences affiliate in finland, during the deployment of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach the ultra delivery system balloon burst. The annulus area, coronary cusp, and leaflets were severely calcified. The valve was implanted successfully. The burst balloon was removed successfully through the axela sheath. No patient injuries were reported.